Event description:
Home monitoring showed an out of range impedance on the competitive rv lead; when the physician opened the pocket to replace the rv lead, it was noted that the set screw was not properly engaged. The physician chose to replace this device with another pacemaker, and the competitive lead remains actively implanted.